Event description:
Subsequent information was received that the out of range shock impedance measurements persist. Boston scientific technical services (ts) reviewed the data and determined the current shock impedance trend appeared consistent with the previous trends. These measurements are not unexpected for a single coil lead, or a lead programmed effectively as a single coil lead, which is the case with this system. No adverse patient effects were reported.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range shock impedance measurement on the unknown right ventricular (rv) lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Attempts to obtain further information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.